Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer rf (radio-frequency) head failed testing and was not able to interrogate. The cable was replaced. (B)(4).

Event description:
The programmer rf (radio-frequency) head was returned to the manufacturer for restock because, it was no longer needed. It was analyzed and tested out of specification. There was no patient involvement.